Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a kink in the reservoir tubing. A surgery was performed in which physician explanted and replaced the reservoir. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx preconnect is (B)(4).